Manufacturer narrative:
The lead was surgically capped and replaced without incident. As a result, the lead will not be returned for analysis and the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this representative contacted technical services (ts) to report that this right atrial (ra) lead was exhibiting electrogram noise associated with decreasing p-wave sensing and ra pacing impedance measurements. Ts discussed the lead's coaxial design and suggested unipolar ra lead diagnostics. When reprogrammed to unipolar, reassessment of the lead found no noise associated with improving ra lead impedance (230 ohms), p-wave sensing (3.0 mv) and pacing thresholds (0.9 v @ 0.4 ms). Ts suspected an evolving lead insulation issue. The representative was planning to discuss this further. Subsequently, information was received that this patient was presented to the electrophysiology laboratory. The ra lead was surgically capped and replaced without incident. The lead was actively implanted for approximately 8 years, 10 months.